Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient¿s blood glucose (bg) level rose to 289 mg/dl (16.1 mmol/l) between 49 and 71 hours of wearing the pod. The patient¿s parents reported that their bg levels are going high even after correction boluses. The parents reported the adhesive was not secure on their abdomen, resulting in the cannula dislodging. As treatment a new pod was applied.